Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 53 mg/dl and associated symptom of severe dizziness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the serious injury was associated with duel alarm failure; failure of both the audio tone alarm and vibratory alarm function. The reporter stated there was intermittent sound and no vibration. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with dual alarm failure.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: the pump's black box showed an unexpected loss of prime warning on (B)(6) 2017 at 18:46 followed by a pump reboot event at 18:52 where deliveries never resumed. The pump powered on to the expected display screen with audio and vibratory features. The pump's audio alarm had the appropriate sound level. The pump vibrated as expected when an alarm was reproduced. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. There was no intermittent connection found on the piezo circuit or vibration motor. Unrelated to the initial allegation, the battery compartment was cracked.